Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. As a result, customer went to the emergency room (ER) with a blood glucose (bg) level over 600 mg/dl and a moderate ketone level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ER on (B)(6) 2025. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.